Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported treatment for hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized treated for hypoglycemia. The patient's blood glucose levels had dropped to 40 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the patient had consumed cookies, soda and a half of a sandwich. Upon arrival of the paramedics the patients blood glucose level was checked. The patient was not provided treatment by the paramedics. The patient followed up with their doctor and was prescribed glucagon. The pod will not be returned as it has been discarded.